Event description:
During a pulmonary vein isolation (PVI) procedure for the treatment of paroxysmal atrial fibrillation, a FARAWAVE NAV catheter and FARADRIVE Steerable Sheath were selected for use. When the FARAWAVE was inserted into the FARADRIVE and air removal was attempted, the air could not be removed completely due to flushing difficulty. Air was observed at the flush port near the distal end of the FARAWAVE. Prior to introducing the FARAWAVE, the same FARADRIVE sheath had been used with an ORION catheter without any flushing issues. Based on this, the physician elected to continue using the original FARADRIVE sheath. The FARAWAVE catheter was removed and replaced with a second FARAWAVE device. The procedure was successfully completed using the replacement catheter and the original FARADRIVE sheath. No patient complications occurred.

Event description:
DURING A PULMONARY VEIN ISOLATION (PVI) PROCEDURE FOR THE TREATMENT OF PAROXYSMAL ATRIAL FIBRILLATION, A FARAWAVE NAV CATHETER AND FARADRIVE STEERABLE SHEATH WERE SELECTED FOR USE. WHEN THE FARAWAVE WAS INSERTED INTO THE FARADRIVE AND AIR REMOVAL WAS ATTEMPTED, THE AIR COULD NOT BE REMOVED COMPLETELY DUE TO FLUSHING DIFFICULTY. AIR WAS OBSERVED AT THE FLUSH PORT NEAR THE DISTAL END OF THE FARAWAVE. PRIOR TO INTRODUCING THE FARAWAVE, THE SAME FARADRIVE SHEATH HAD BEEN USED WITH AN ORION CATHETER WITHOUT ANY FLUSHING ISSUES. BASED ON THIS, THE PHYSICIAN ELECTED TO CONTINUE USING THE ORIGINAL FARADRIVE SHEATH. THE FARAWAVE CATHETER WAS REMOVED AND REPLACED WITH A SECOND FARAWAVE DEVICE. THE PROCEDURE WAS SUCCESSFULLY COMPLETED USING THE REPLACEMENT CATHETER AND THE ORIGINAL FARADRIVE SHEATH. NO PATIENT COMPLICATIONS OCCURRED.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Investigation Summary-With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Difficult To Irrigate. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record Review-The UPN and lot number was not provided; therefore, a DHR could not be performed.Risk Review-A Risk Review was completed using FARADRIVE Hazard Analysis and confirmed that the event of Difficult To Irrigate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product.Labeling Review-Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Investigation Conclusion-Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.